Event description:
The customer stated that the insulin pump alarmed motor error. At the time of the phone call, the customer was in the hospital due to a neurological disorder and could not perform any troubleshooting. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test, and alarmed motor error during bolusing, due to the phase motor being out of phase.